Event description:
Reference number (B)(4). Event occurred in the united states it was reported that, the patient experienced issue with 3 infusion sets cannula being kinked on (B)(6) 2024. This issue led to an increase in blood glucose level, which was initially treated with correction bolus and later gave injection after an hour. The patient required assisstance of health care professional as the patient experienced near loss of consciousness and was dvised to change the insulin (new vial). The symptoms of kining of cannula were noticed wiithin 3 hours of insertion, the site was abdomen, arm and upper buttocks. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available

Manufacturer narrative:
Initial and final MDR (B)(4) device 3 of 3. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.